Manufacturer narrative:
The review of the manufacturing paperwork is being conducted. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a short, reverse tapered angulated proximal neck: the aortic neck approximately is 10 mm, and the aortic neck angle is approximately 70 degrees. A gore® excluder® aaa endoprosthesis featuring c3® delivery system ((B)(4)) was implanted via the right access through the 18fr gore® dryseal sheath. Aptus endoachors (6 pieces) were used to fix the device below the lowest renal artery. A gore® excluder® aaa endoprosthesis contralateral leg component ((B)(4)) was placed through the left access without any issues. The final computed tomography angiography (cta) revealed a proximal type I endoleak and the trunk ipsilateral leg component moved distal approximately 5 mm, compared to the initial position. This caused a loss of proximal seal. The follow up cta on (B)(6) 2015 confirmed the proximal type I endoleak. The patient tolerated the procedure. The physician is monitoring the patient and will plan to do a reintervention using a custom made fenestrated cuff.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation and short proximal aortic neck at the arterial implantation sites. The safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement and component migration.